Event description:
It was reported to boston scientific corporation that a urovac was used during a transurethral resection of the prostrate procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the nurse was trying to evacuate the fluid from the patient to the urovac, the fluid leaks at the site where the urovac attached to the resectoscope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.